Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was returned fully sheathed with the release collar in the starting position. Multiple kinks/ compressions were noted at the distal end of the outer sheath in the region of the valve. The guidewire post was flushed with 15mls of saline and the device was unsheathed to lost motion without issue. The multi lumen extrusion and outer sheath ports were flushed with 15mls of saline each. The valve was locked on the bench with locking confirmed at all three positions. The valve was release without issue.

Event description:
Reportable based on returned device analysis completed 19 june 2020 it was reported that difficulty advancing in the introducer occurred. Vascular access was obtained via transfemoral approach. The patient's anatomy was challenging with a really tortuous curve noted at the transition from the external iliac to the internal iliac. A 15 f isleeve introducer sheath was placed. The really tortuous curve noted in the anatomy was right beyond the 15 isleeve introducer sheath. The physician attempted to advance the 27mm lotus edge valve delivery system through the 15f isleeve introducer sheath, however, the 27mm lotus edge valve delivery system was unable to advance through the 15 f isleeve introducer sheath. The 15 f isleeve introducer sheath was exchanged for a lotus introducer sheath. The physician attempted to advance the 27mm lotus edge valve delivery system through the lotus introducer; however, the 27mm lotus edge valve delivery system was unable to advance through the lotus introducer sheath. The procedure was completed with the implant of a non-bsc valve. No patient harm was reported. Returned device analysis revealed a delivery system catheter kink.